Event description:
Ous MDR - after an implantation time of about 1 month, it was reported that this lead was dislodged. During the lead revision, a pacing impedance of >4000 ohm was noted. The lead that was used as a replacement also showed a pacing impedance >4000 ohm intraoperatively. The entire system was removed and replaced. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. This inspection did not show any deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be in conformance with specifications and ok. In summary, there were no indications of material defects or manufacturing errors.